Manufacturer narrative:
Testing and investigation found the device door roller and door roller pin were broken off. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken off. The device was returned from the intensive care unit to the biomedical department with a note that stated, "no patient involvement; pump door was broken." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken off. Though requested, no additional information was provided.